Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer stated that she accidentally fell in a pool with the insulin pump on. Troubleshooting was performed. The customer attempted to rewind and the insulin pump alarmed motor error. No further info was provided.